Event description:
The customer reported that there was an interlock failure error message. This error may cause the system to shut down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver board. The system operates as intended.